Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pregnancy with contraceptive device ("pregnancy") in a 42-year-old female patient (gravida 4, para 2) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included ectopic pregnancy. Concurrent conditions included body mass index normal, multi gravida and parity 2 ((B)(6) 2003, (B)(6) 2009). Concomitant products included pantoprazole (protonix) and sumatriptan (imitrex) from 2012 to 2016 for migraine and headache, antibiotics for recurrent urinary tract infection, co-trimoxazole (bactrim) for vaginal discharge and ondansetron (zofran) from 2011 to 2016 and promethazine (phenergan) from 2011 to 2016 for vomiting. In 2011, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), vomiting ("gastrointestinal or digestive system condition - vomiting"), nausea ("nausea"), mood altered ("hormonal changes ¿ mood changes"), migraine ("migraines"), headache ("headaches"), abdominal pain ("abdominal pain"), depression ("psychological or psychiatric problems ¿ depression"), anxiety ("anxiety") and weight increased ("weight gain"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), body temperature ("body temperature control issues"), urinary tract infection ("infections - urinary tract infections"), vaginal discharge ("vaginal discharge"), uterine pain ("uterus pain") and muscle spasms ("other ¿ full body attacks"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure, hysterectomy (full)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, pregnancy with contraceptive device, fatigue, mood altered, body temperature, headache, abdominal pain, vaginal discharge, weight increased, uterine pain and muscle spasms outcome was unknown and the dysmenorrhoea, vomiting, nausea, alopecia, urinary tract infection, migraine, depression and anxiety had resolved. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, body temperature, depression, dysmenorrhoea, fatigue, headache, migraine, mood altered, muscle spasms, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract infection, uterine pain, vaginal discharge, vomiting and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Hysterosalpingogram - in 2011: failure to occlude (close) fallopian tubes. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet received. Events added from pfs- dysmenorrhea (cramping), failure to occlude (close) fallopian tube, fatigue, gastrointestinal or digestive system condition - vomiting, nausea, hair loss, hormonal changes ¿ mood changes, body temperature control issues; infections - urinary tract infections, migraines/headaches, pain, psychological or psychiatric problems depression, anxiety; tubal ligation, vaginal discharge, weight gain, other ¿ full body attacks, uterus pain. Concomitant disease were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pregnancy with contraceptive device ("pregnancy") in a 42-year-old female patient (gravida 4, para 2) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included ectopic pregnancy. Concurrent conditions included body mass index normal, multi gravida and parity 2 ((B)(6) 2003, (B)(6) 2009). Concomitant products included pantoprazole (protonix) and sumatriptan (imitrex) from 2012 to 2016 for migraine and headache, antibiotics for recurrent urinary tract infection, co-trimoxazole (bactrim) for vaginal discharge and ondansetron (zofran) from 2011 to 2016 and promethazine (phenergan) from 2011 to 2016 for vomiting. In 2011, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), vomiting ("gastrointestinal or digestive system condition - vomiting"), nausea ("nausea"), mood altered ("hormonal changes ¿ mood changes"), migraine ("migraines"), headache ("headaches"), abdominal pain ("abdominal pain"), depression ("psychological or psychiatric problems ¿ depression"), anxiety ("anxiety") and weight increased ("weight gain"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), body temperature abnormal ("body temperature control issues"), urinary tract infection ("infections - urinary tract infections"), vaginal discharge ("vaginal discharge"), uterine pain ("uterus pain") and muscle spasms ("other ¿ full body attacks"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure, hysterectomy (full)). Essure was removed on(B)(6) 2014. At the time of the report, the pelvic pain, pregnancy with contraceptive device, fatigue, mood altered, body temperature abnormal, headache, abdominal pain, vaginal discharge, weight increased, uterine pain and muscle spasms outcome was unknown and the dysmenorrhoea, vomiting, nausea, alopecia, urinary tract infection, migraine, depression and anxiety had resolved. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, body temperature abnormal, depression, dysmenorrhoea, fatigue, headache, migraine, mood altered, muscle spasms, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract infection, uterine pain, vaginal discharge, vomiting and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Hysterosalpingogram - in 2011: failure to occlude (close) fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pregnancy with contraceptive device ("pregnancy") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered pelvic pain and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.